Manufacturer narrative:
Date of event: used the first date of the month of the aware date, as no event date is provided.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 20mm x 2.25mm nc quantum apex balloon catheter was advanced for dilation. However, during the procedure, it was noted that the device broke when it passed through the 7fr guide catheter. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
B3: date of event - used the first date of the month of the aware date, as no event date is provided. Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 39.6cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 20mm x 2.25mm nc quantum apex balloon catheter was advanced for dilation. However, during the procedure, it was noted that the device broke when it passed through the guide catheter. The procedure was completed with another of same device. There were no patient complications nor injuries reported.